Event description:
The home pt reports a 2240 alarm during dwell 1/3 of automated peritoneal dialysis with the homechoice machine. The pt reports that pt accidentally disconnected the pt line from the homechoice set causing the alarm. The pt discontinued treatment and finished with a new set of supplies. The pt reported the event to the nurse and was given prophylactic antibiotics. There is no pt injury required according to the pt.